Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the hose on the motor device ruptured. It was reported that there were no delays in the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. E1: the surgeon¿s phone number was not provided. However, the reporter¿s name, phone number and email address was provided as (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the hose was ruptured. It was determined that the issue with the ruptured hose was confirmed to be a manufacturing issue. The device was visually inspected, and it was found that the device passed visual inspection. It was further determined that the device failed pretest for hose assessment. Therefore, the reported condition of the ruptured hose was confirmed. The assignable root cause was determined to be traced to manufacturing, which is manufacturing issue.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: correction: h6: it was erroneously reported in the previous medwatch report that the assignable root cause of the ruptured hose determined to be traced to manufacturing, which is manufacturing issue. However, upon further investigation, it was determined that the root cause of the reported condition was due to user error. Thus, during repair, an evaluation was performed, and it was determined that the hose was damaged/ruptured. The device was visually inspected, and it was found that the device failed visual inspection. Therefore, the reported condition of the ruptured hose was confirmed. H6. Investigation conclusions code have been updated accordingly.